Event description:
It was reported to boston scientific corporation that an advantage mid-urethral sling was implanted in 2008. At the time of the placement, the physician perforated the bladder with the trocar. The trocar was backed out of the pt's anatomy and the procedure was completed using the same device. An indwelling foley catheter was left in the pt to allow the bladder to heal on it's own. Further follow up indicated the catheter was removed on five days later, the bladder had healed, and the pt was reported as fine.

Manufacturer narrative:
The lot number of the device used is unk; consequently, the expiration and manufacture dates are unk. Since the device remains implanted, it was not returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.